Manufacturer narrative:
The reagent lot number was 77589001 with an expiration date of 30-apr-2024. The qc results were acceptable therefore a general reagent issue was excluded. The customer cleaned the sample and reagent probes. The field service engineer found an issue with the gear pump and replaced it. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results from the cobas 8000 cobas c 701 module. The initial result was 3.34 mmol/l. A new sample was collected from the patient and tested on a hitachi 7600 with a result of 1.89 mmol/l. The customer then repeated the original sample on the cobas c701 analyzer and the result was 2.12 mmol/l.